Manufacturer narrative:
All available patient information was included. Additional patient details are not available. D10 - concomitant product: diverter, load and unload - moulded base (rohs), 7-205671-02-021-u (complete name and list number). This issue was previously reported under MDR number 3005094123-2024-00206 under a different suspect device. Service found dry serum/crystallization/particles at the pipetting opening for testing. Service thought the dry serum/crystallization/particles at the pipetting opening for testing area caused the erroneous results. Service cleaned the diverter, load and unload - moulded base (rohs) on the architect i2000sr, serial number (B)(6) to resolve the issue. Service verified the system function with a control run. Return testing was not completed as returns were not available. The service history of the (B)(6) verifies no subsequent false positive b-hcg results have been reported. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the diverter, load and unload - moulded base (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr serial number (B)(6) or the diverter, load and unload ¿ moulded base (rohs) were identified.

Event description:
The customer reported a false positive architect total b-hcg result generated on architect i2000sr analyzer. The sample generated an initial result of 719.12 miu/ml and when the sample was retested it generated a result of < 1.2 miu/ml. There was no impact to patient management reported.